Manufacturer narrative:
No medical records and images and an image was provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The sample was not returned to the manufacturer for inspection/evaluation. (Expiration date: 05/2021).

Event description:
It was reported that prior to the procedure, foreign material was allegedly found in the packaging. It was further reported the package was allegedly unpacked. There was no patient involvement.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one electronic photo was received for evaluation. Photo review could not conclusively identify any foreign material. As no device was returned for evaluation and no objective evidence was returned to conclusively identify a failure the investigation will remain inconclusive for the alleged foreign material. All maxcore devices are 100% inspected for any foreign matter or defects. Therefore, it is unlikely that the root cause is manufacturing related. Based on the information available, the definitive root cause for the reported issue could not be determined. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4: (expiration date: 05/2021), g4. H11: b5, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to the procedure, foreign material was allegedly found in the packaging. It was further reported the package was allegedly unpacked. There was no patient contact.